Manufacturer narrative:
(B)(4).

Event description:
Product analysis of the computer and flashcard was completed. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated a dell x5 computer with 8.0 software was freezing on the "interrogation successful" screen for the previous 3 weeks. It was not clear how long the screen was freezing. The computer and flashcard have been returned and are pending product analysis.